Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented via merlin at home transmission. Upon review, the patient's implantable cardiac monitor(icm) exhibited under-sensing and loss of contact. No programming changes were made. The patient was stable.